Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 6.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced occlusion issues due to six infusion sets event on (B)(6) 2026. The blockage is located in the tubing. No further information available.